Event description:
It was reported that during a follow up, the left ventricular lead exhibited loss of capture. An x-ray revealed that the lead had dislodged. The patients device was reprogrammed to right ventricular pacing only. The patients medical condition was good.

Manufacturer narrative:
(B)(4).